Event description:
Additional information was received that no known intervention has been performed for this valve. No additional adverse patient effects were reported.

Manufacturer narrative:
Updated data: b5. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Medtronic received information that 8 years 4 months following the implant of this transcatheter bioprosthetic valve, the patient was told by their physician that their "aortic valve is no good." Patient did not elaborate on what this meant, but reported shortness of breath, congestive heart failure, 24/7 oxygen use, fatigue, and pacemaker implantation eight years and three months following transcatheter aortic valve replacement (tavr). Plan is reportedly to "keep an eye on the valve" at this time due to patient's age and comorbidities. No additional adverse patient effects were reported.